Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. The information provided was not sufficient to allow determination of probable cause. Conductor coil fracture is listed as a potential adverse event in the physician's lead manual. No further actions are considered necessary and the complaint investigation conclusion code is known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead proximal coil was fractured. Moreover, it was also noted that the shock impedance measurement gave noise. Hence, the rv lead was removed from the shocking system through programming. To date, this rv lead remains in service. No adverse patient effects were reported.